Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and rings. The iol was explanted and exchanged for an unknown vivity lens in the secondary implant procedure. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).